Event description:
The facility representative reported a device with a condition of "overinfusion on channel c" while in use on a patient. The pump infused 100 ml "within a few minutes", but no information was provided regarding the pump's programmed rate of infusion, the solution begin infused, the patient, or the patient's status before, during, or after the incident. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.